Manufacturer narrative:
Evaluation summary: the reported condition of inaccuracy was confirmed. An inspection of the device revealed the pump's accuracy calculated at (-41.67%). Specification for the pump is (+/-8.00%).

Event description:
A baxter service technician reported a pump with an inaccuracy found during service testing.